Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: february 17, 2014. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial intermedullary nailing of a femur procedure on (B)(6) 2016, the driving cap/threaded tip broke off into radiolucent insertion handle. As a result, there was a surgical delay of one (1) minute. The fragment was removed easily. No additional medical intervention was required. There was no patient harm and the procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: radiolucent insertion handle (part 03.010.486, lot 8373326, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the subject device. One (1) threaded driving cap (part 03.010.523, lot 8718718, mfg. 17-feb-2014) was received with a complaint stating that the threads broke off into the insertion handle intraoperatively with no surgical delay. The complaint was able to be confirmed as the distal threads of the driving cap had broken off. The broken fragment was returned separated from the returned radiolucent standard insertion handle (part 03.037.486, lot 8373326). The driving cap also showed signs of wear and impaction along the shaft. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. A visual inspection, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Replication of the complaint is not applicable as the device was returned broken. The returned radiolucent standard insertion handle (part 03.037.486, lot 8373326) was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.